Event description:
It was reported that during an ptcra procedure, the polymer coating of the guide wire peeled off. The lesion being treated was located in the 90% stenotic and calcified mid left anterior descending (lad) coronary artery. The physician had ablated the lesion and following removal of the guide wire, it was noted that the coating of the tip (spring coil) was peeled. The procedure was completed with another of the same device. Pt status is listed as "good". Add'l info regarding this event has been requested.